Event description:
Customer reported silastic section of tubing leaking just below blue acorn-shaped piece at junction of pump fitment inside pump chamber. No additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of tubing leaking was confirmed. The leaking was from a pinhole approx 0.0425 inches long in the silicone tubing below the upper fitment. The cause of the leak was not identified. Expiration date: 08/01/2012 or 09/01/2012. The lot number was not identified. Based on the smartsite laser number, the possible lot numbers were reviewed and no quality issues were noted during the production build period.